Event description:
A malfunction alarm, identified as malfunction code malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted and was instructed by cts to put the pump into storage mode and return it using a pre-paid label within 10 days.